Event description:
Monitor with interim co2 gas monitoring failure during surgical procedure which appears to be due to moisture in the chamber. This was confirmed by the MFR. MFR was notified and ID correcting the problem by adding a moisture chamber. Replacement of the monitor with another monitor for co2 analysis has been implemented.